Event description:
It was reported that the compressor did not turn on. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The compressor transformer was concluded on-site to be faulty by our field service engineer. The transformer was replaced and the machine returned to clinical use. The replaced transformer was not sent in for investigation since the customer wanted to keep the replaced part. Due to lack of goods and visual evidence, the investigation findings do not lead to a clear conclusion about the cause of the reported event. The root cause of the faulty compressor could not been found.

Event description:
Manufacturer ref.#: 277641.